Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, rupture, capsular contracture, autoimmune disease. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 455cc on the left side and 480cc on the right side silicone breast implants which the report indicated left side has sharp and burning pain, hardening of the breast, fatigue, muscle and joint pain, r.a., fibromyalgia, ibs, sinus infections, acne issues, brain fog, headaches, anxiety, depression, insomnia, forgetting common words and speech issues, lack of concentration, inflammation, heart palpitations, bloating, acid reflux, vertigo, muscle weakness, slow muscle recovery after activity, hair loss, restless leg syndrome, dry skin, slow healing, bruises easily, red dry burning eye, ringing in ears, decrease in libido, mood swings, weight gain, inability to lose weight. Upon visitation with the doctor, capsular contracture unknown baker grade was confirmed. Bilateral ptosis,and rupture found during removal. As a result patient underwent bilateral removal and vertical mastopexy on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
Left complaint device received on 8/14/2019. Device evaluation completed on 9/2/2019: during analysis of the sample was found rupture. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is unable to confirm that the reported complaints are device related regarding autoimmune diseases; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).